Event description:
It was reported that during the procedure this device broke approximately 35cm from the distal tip while being maneuvered through very tortuous anatomy. The physician attempted to retrieve the broken piece by creating a "snare loop" in the tip of a second guidewire. As an attempt was made to introduce the second wire into the microcatheter hub it broke on the distal end, this occurred outside of the patient. The patient has since recovered, although the broken portion of this device still remains inside the patient.

Event description:
It was reported that during the procedure this device broke approximately 35cm from the distal tip while being maneuvered through very tortuous anatomy. The physician attempted to retrieve the broken piece by creating a "snare loop" in the tip of a second guidewire. As an attempt was made to introduce the second wire into the microcatheter hub it broke on the distal end, this occurred outside of the patient. The patient has since recovered, although the broken portion of this device still remains inside the patient.

Manufacturer narrative:
A ship history review identified two batches supplied to the user facility prior to the reported event. A device history record (DHR) review on those two batches confirmed that they all met material, assembly and performance specification upon release. The device was not returned for analysis. From the information provided, the wire fractured inside the patient as excessive torque was being applied on the proximal end. The physician reportedly continued to torque the wire that resulted in the wire becoming fractured. It should also be noted that the patient had a tortuous anatomy. Per the device's directions for use: "before a guidewire is advanced or withdrawn, verify tip movement under fluoroscopy to prevent the possibility of vessel perforation or guidewire damage. Do not torque a guidewire without observing corresponding movement of the distal guidewire tip; otherwise, guidewire damage, such as tip separation, and/or vessel trauma may occur. Always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action." Based on the investigation and the information provided, it is most likely that handling of the device against the directions for use resulted in the reported break.